Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) power up test fails with code # 10. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and found powers up and alarms on main screen with power-up test fails code #10, with references the shuttle transducer being out of calibration. Completed 30 psi cal, high and low pressure he cal and drive calibration. , safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
N/a.